Event description:
It was reported that the 8800 system would not boot up and had a collimator too large error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation power supply was replaced and the collimator calibrated during the service call. The system was tested and found to be working as intended, and put back into service.